Manufacturer narrative:
The following fields were updated due to additional information: there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k981013. Investigation summary: bd received 3 photos for investigation that show a tube inside a specimen collection bag with no top, spilling all of its contents. Additionally, 29 retained samples were sent for functional tests related to stopper function defects. After testing, 17 of the 29 samples showed stopper creepout or stopper pop-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes popped off resulting sample leakage and recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the stopper of an unspecified number of tubes popped off resulting sample leakage and recollection. No adverse impact was reported regarding the patient or user.